Event description:
It was reported that prior to a gynecological procedure, the plastic nipple on the pneumatic switch broke off the back of motor drive unit. This occurred prior to a case when the foot pedal was being removed. The issue was noted prior to the patient being in the room, and no adverse patient consequences was reported.

Manufacturer narrative:
Date sent to the FDA: 10/29/2008. Broken pneumatic switch. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.